Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges the patient suffers from pain, squeaking and metallosis. Update rec'd 10/1/2014- pfs and medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated metallosis around the acetabulum and trunnion, pseudotumor, osteolysis, and squeaking. Update 12/29/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated that there was also metal debris besides the metallosis. Update ad 11 sep 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges infection. This complaint was updated on oct 17, 2019. Doi: (B)(6) 2007; dor: (B)(6) 2012 (left hip). This pc is for the first revision of the left hip. See (B)(4) for the second revision.